Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare provider reported via nbir a left side "suspected/actual rupture, correction of asymmetry, change shape/size/style". The device has been explanted.